Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, with a reported nadir of 40 mg/dl lasting about 1.5 hours, and the device provided low and urgent low alerts. Symptoms included no reported loss of consciousness or other acute clinical effects. Outcomes included self-treatment with oral carbohydrate (cream soda) and no need for medical intervention or assistance. Investigation included a review of available complaint details. Investigation of this case revealed insufficient information to identify a device malfunction or use-related cause. It was concluded that the cause of the hypoglycemia is unclear, and a device-related malfunction could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.